Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of procedure used: acdf pre-operative diagnosis: radiating neck pain and anterior cervical discectomy and fusion procedure recommended kyphotic cervical spine

Manufacturer narrative:
Additional information: (B)(4): product analysis #211346824:visual and optical examination of the implant identified deformation and fracture of the implant. Deformation at the anterior face of the upper screw boss flange consistent with off ¿axis trajectory of the screw during attempted implantation. Visual and optical examination of the lower hole of the implant identified evidence of the bone screw which appears to have been implanted in a nearly flat trajectory, as evidenced by the major thread diameter material deformation on the posterior portion of the implant screw boss. Additionally, the bone screw may have been driven too deep, as evidenced by the screw thread marks the entire length of the implant, as well as the deformation and breakage of the screw boss flange. Conclusion: the above observations are consistent with off-axis screw trajectory of the bone screws during attempted implantation.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, intra-operatively, the implant was broken during insertion. No fragments of the broken implant were left in the patient.